Event description:
It was reported that during a rectum procedure, the instrument cut and stapled, but during the preparation of the pt for the colorectal anastomosis, the staples did not hold the complete staple line. Procedure was extended and a colo-rectal anastomosis had to be performed on the pt manually. The case resulted in a convert to open.